Event description:
Pt has experienced immediate memory loss after MRI. Pt's MRI was of their shoulder. Rptr feels the MRI caused the memory loss by interfering with electrical impluses in pt's brain. Now pt has heart problem and has had a pacemaker implanted because of decreased heart rate. Pt had been passing out and it was discovered that they had heart problems. Rptr says that before the MRI pt used to pick up a lot of static electricity but now they don't.